Event description:
It was reported that, during ureteroscopy procedure, the fiber broke. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke. The fiber was replaced, and the procedure was completed using a second fiber. There were no patient complications reported.